Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the 'known inherent risk' conclusion code was selected based on the field report of infection - a known medical risk when the skin barrier is breached. Analysis of the returned product cannot provide information pertinent to infection allegations.the baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. Patient code 3191 captures the reportable event of surgery. This report is being filed to correct the b2: outcomes attrib to adv event and h6: patient code and to capture the product analysis from the product investigation.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion with sepsis. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion with sepsis. There were no additional adverse patient effects reported. The crt-d was explanted.